Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, lay user/ patient¿s reporter contacted lifescan (lfs) and alleged their ot ultra2 meter had a does not turn on ¿ strip issue. The complaint was classified based on the customer care advocate (cca) documentation and this mss listening back to the call recording. The reporter alleged the issue began approximately 1 month ago in the morning. The reporter told the cca patient managed his diabetes with insulin (no-adjustments) the time of the incident. It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product. The patient denied developing symptoms as a result of the issue. The reporter alleged the patent was treated in the emergency room (ER) on (B)(6) 2015 at 1.30pm for low blood glucose excursion; the patient was taken to the ER by paramedics who gave him IV glucose. The patient was admitted for two nights/three days. Other devices were used to test the patient¿s blood glucose by the paramedics and the hospital. The patients¿ blood sugar was monitoring throughout his stay (all results unknown). At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did turn on with the power button and the correct test strips were being used. The cca resolved the issue. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.